Event description:
It was reported when the pt was running, her ipg moved out of the pocket and turned approximately 45 degrees at the surface of the pt's skin. The pt underwent, a surgical procedure and the physician sutured the ipg back in place which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.